Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eighteen days after implant, the patient presented to the hospital with a fever due to infection. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was removed and discarded. No further patient complications have been reported as a result of this event.